Event description:
Additional information received from the patient reports the circumstances that led to the shooting pain in upper thigh and lighteni ng pain down right leg was pain came after changing position, normal movement, rising from sitting and turning over in bed. The steps take to resolve the shooting pain in thigh and lightening pain down right leg was the patient waited for pain to subside and lowered the program.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that last night (B)(6) 2016 she felt a shooting pain on her upper right thigh. Today, the patient felt a "hot white lightning" type pain shooting down her left leg. The patient shut stim off 15 min ago. There were no trauma/falls reported that could be related to this issue. The patient stated the doctor's nurse was calling on the other line. Location of symptoms reported: right upper thigh and right leg . This was considered a sudden change in therapy/symptoms. Event date: event 1 - shooting pain on upper thigh reported (B)(6) 2016. Event 2 - white hot lighting pain reported down right leg when pt was walking (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.